Manufacturer narrative:
(B)(4)

Event description:
Patient contacted dexcom on (B)(6) 2016 to report cgm inaccuracies compared to bg meter that occurred on (B)(6) 2016. Sensor was inserted into the arm on (B)(6) 2016.